Event description:
It was reported that the patient had teleflex silicone foley in 14fr and it would not fit the clamp of fol0102 and asked if it would fit fol0105. Representative explained that some manufacturer's might have a wall thickness the clamp could not accommodate and stated that the cure brand foley worked and that they could not guarantee that the fol0105 will accommodate. Customer would also like to make a product complaint about the bardia foley insertion trays (802010 - multiple lots) and questioned the sterility of the product and stated that the contents were haphazardly thrown into the kit. Per follow up via phone on 07jul2023, it was reported that for the last year and a half the patient was temporarily catharized. Urologist recommended a 48 hour usage. They were currently getting their products via insurance through the supplier, personably delivered. The recent orders of bardia trays had arrived with a sticker detailing that it superseded the sterility statement. They were deeply concerned with the responses they had received regarding the sterility of the products. Sterility date: 08-20-18 / pk764766 / lot# nggw2844. This reported event was an inquiry regarding the teleflex 14fr did not have a compatible 2-way statlock and the customer was looking into a 3-way statlock that was designed thicker for patient's anatomy. They wanted to know what varieties were available to best fit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had teleflex silicone foley in 14fr and it would not fit the clamp of fol0102 and asked if it would fit fol0105. Representative explained that some manufacturer's might have a wall thickness the clamp could not accommodate and stated that the cure brand foley worked and that they could not guarantee that the fol0105 will accommodate. Customer would also like to make a product complaint about the bardia foley insertion trays (802010 - multiple lots) and questioned the sterility of the product and stated that the contents were haphazardly thrown into the kit. Per follow up via phone on 07jul2023, it was reported that for the last year and a half the patient was temporarily catharized. Urologist recommended a 48 hour usage. They were currently getting their products via insurance through the supplier, personably delivered. The recent orders of bardia trays had arrived with a sticker detailing that it superseded the sterility statement. They were deeply concerned with the responses they had received regarding the sterility of the products. Sterility date: 08-20-18 / pk764766 / lot# nggw2844. This reported event was an inquiry regarding the teleflex 14fr did not have a compatible 2-way statlock and the customer was looking into a 3-way statlock that was designed thicker for patient's anatomy. They wanted to know what varieties were available to best fit.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect orientation of catheter in clamp". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "application technique prep 1. Place foley catheter into retainer. Directional arrow should point towards catheter tip, and balloon inflation arm should be next to the clamp hinge. 2. Close lid, being careful to avoid pinching the catheter. 3. Identify securement site by laying the device retainer on the front of the thigh, leaving 1 inch of catheter slack between insertion site and the statlock® device retainer. 4. After placing the statlock® stabilization device off to the side, cleanse and degrease the securement site with alcohol per hospital policy. Let skin dry. 5. Apply skin protectant, in direction of hair growth, to area larger than securement site. Allow to dry completely (10-15 seconds). 6. Using permanent marker, write initials and date of application on the statlock® device anchor pad. Note: always secure catheter into the statlock® device retainer before applying adhesive pad on skin. Place and peel 7. Align the statlock® stabilization device over securement site leaving 1 inch of catheter slack. Make sure leg is fully extended. 8. While holding the retainer to keep the pad in place, peel away paper backing, one side at a time and place tension-free on skin. Removal technique disengage 1. Open retainer by pressing release button with thumb, then lift to open. 2. Remove foley catheter from the statlock® device. Dissolve 3. Wipe the edge of the pad using at least 5-6 alcohol pads until a corner lifts. Then continue to stroke undersurface of pad with alcohol to dissolve adhesive pad away from skin. Do not pull or force pad to remove." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.